Manufacturer narrative:
(B)(4).

Event description:
Ref MDR: 1219856-2014-00190 for the first event involving the same pt. It was reported that while in the cath lab, the doctor used an iab-06840-u for the second insertion through the sheath via left femoral artery (same insertion site). The tip of the intra-aortic balloon (iab) did not inflate. The user inflated it manually using a syringe and the iab was inflated perfectly. When rebooting after it was connected to the device, the iab did not inflate. As a result, the iab was removed. The third attempt was using a 35cc iab from a competitor through the sheath via same insertion site without problem. Iab therapy was given successfully as planned. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay in therapy noted. The pt outcome is unk. It was noted that the intra-aortic balloon pump used was an autocat2wave, sn (B)(4).